Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was having issues with the pump and the pump alerted post-reset ram crc alarm. The customer stated he turned off the pump and was unable to enter auto basal. The customer was assisted in pairing the meter and transmitter again. The customer also reported low battery alarm, replace battery alarm, low reservoir alarm, calibrate now alarm, and power loss alarm. It was unknown whether post-reset ram crc alarm was cleared. The insulin pump will not be returned for analysis.